Event description:
It was reported that the patient presented to the clinic with infection at the device pocket. The patient pacemaker had eroded on the lateral side on the device pocket. Physician stated infection was not correlated to abbott's products. The pacemaker, the right ventricular lead, the right atrial lead and the left ventricular lead were explanted due to the infection. The patient was stable throughout the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.